Manufacturer narrative:
Upon inspection, baxter technician checked the power cord. The baxter technician thoroughly inspected the bed and was unable to duplicate the reported issue. The bed functioned as designed. However, if the reported event of a power cord exposing copper wires were to recur, it would be likely to cause or contribute to death or serious injury, therefore baxter considers this event reportable.

Event description:
A other health care professional contacted technical service to report that p500 mrs control unit had wires exposed on blower. This occurred before use. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved.